Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
A baxter employed healthcare professional from (B)(6) reported an incident of peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2010, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Dianeal and extraneal therapies continued. The reporter believed that the event of peritonitis was unrelated to dianeal and extraneal therapies. Follow-up information was received on (B)(6) 2010. The patient began treatment with dianeal pd2 ultrabag in (B)(6) 2010, (dose and frequency not reported) and extraneal viaflex, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd).